Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland.

Event description:
Unomedical reference number (B)(4). Event occurred in finland. It was reported that the patient faced an adhesive event where infusion set fell off too early on (B)(6) 2024. Blood glucose level was 20 mmol/l at the time of event. Patient used insulin pump system within 48 hours of reported blood glucose level. No further information was available.